Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed supplies and resumed using insulin. However, occlusions continued and the customer reverted to manual dose injection for insulin therapy.